Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was seen in the hospital due to diaphragmatic stimulation. Upon interrogation, the atrial lead failed to sense and capture. The lead was repositioned on (B)(6) 2014. The patient was stable.